Event description:
Reportedly, during implantation attempt of the lead in the right ventricle, the surgeon observed that the helix deployed without any intentional rotation of the screwdriver. As a precaution, the lead was removed and replaced with another lead of the same reference. There were no clinical consequences for the patient.

Manufacturer narrative:
Summary of the investigation : the manufacturing process was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. Upon receipt of the lead, the screw was found in the extended position. During mechanical testing, the screw could not be retracted, potentially due to the stretch deformation observed. This deformation may have occurred during the implantation attempt and may explain the difficulties encountered by the physician in manipulating the screw mechanism. Given that the lead could not pass control checks in the presence of such damage, this deformation is potentially attributed to handling of the lead during the procedure. The screw length was measured at 2 mm (out of specification), consistent with the observed stretch deformation. The connector is-1 pin of the lead was free from any bending or damage, confirming that the issue is not related to deformation of the connector pin. X-rays of the lead were performed to evaluate the screw mechanism, the proximal part (is-1 pin), and the inner and outer coils responsible for actuating the screw mechanism. The x-rays confirmed screw deformation and bending. Evidence of torque was observed on the inner coil at the proximal level of the lead. This finding may suggest multiple repositioning attempts and/or an excessive number of rotations applied during extension and retraction of the screw during the implantation attempt. The outer coil was also found to be stretched, with visible gaps between the spirals, which may be explained by manipulation of the lead during the implantation procedure. All components, including the connector is-1 pin, were free from any damage. Based on the investigation results, a lead-related issue is not suspected to be associated with the reported event. This case is retained for trending purposes. For more details, please refer to the attached report analysis.

Event description:
Reportedly, during implantation attempt of the lead in the right ventricle, the surgeon observed that the helix deployed without any intentional rotation of the screwdriver. As a precaution, the lead was removed and replaced with another lead of the same reference. There were no clinical consequences for the patient.